Event description:
Caller reported aviva expert system blood glucose results: 09:34 = 126 mg/dl 09:35 = 226 mg/dl 09:36 = 85 mg/dl no adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.